Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. A case of pain at the implant site was reported to abbott. Physician replaced the ipg and elected to placed new ipg slightly higher than previous pocket site. Therapy was restored. No complications occurred during surgery. Explanted ipg was disposed of per facility policy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.